Event description:
It was reported that the device was explanted because it was the wrong size. Reportedly, the device is not available for return. No other details were provided.

Manufacturer narrative:
Device not returned.